Event description:
A patient had bilateral knee revision surgery on (B)(6) 2024. On (B)(6) 2025, the left knee was revised again. The current status of the right knee is unknown, the surgeon noted that both taper locks (femoral and tibial sleeve assemblies) of the left knee were loose. The explanted implants were discarded at the hospital. This is report 1 of 2 for the femoral side of this surgery. The original modular femoral component, tapered junction box, locking bolt, and femoral augments were loose at the taper and thus explanted and discarded. The surgeon opted to leave the original femoral sleeve and stem in-situ as they were well-fixed. A new tapered junction box with locking bolt along with a new modular femoral component were assembled using instrumentation from another company. The femoral and tapered junction box assembly was impacted into the original femoral sleeve taper that was still in the femur from the original surgery. The removed femoral component was size 5l with 2 posterior augments. It was replaced with a new size 5l femoral component with no augments.